Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the insulin pump alarmed no delivery this morning. The patient's blood glucose at the time of incident was 472 mg/dl, which he treated via insulin pump bolus. During troubleshooting the patient discovered a bent infusion set cannula. The caller was advised on proper infusion set insertion, taping, and site preparation protocol. The insulin pump was not returned for analysis.